Event description:
Patient presented with diminished kidney function and hemorrhage of the kidney three days post-lithotripsy procedure withthe mfl5000. Patient's left kidney function is improving. No cause could be specified.